Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a different wall adapter, specifically an older adapter from a previous pump with a new cable from the warranty pump. A replacement wall adapter was sent to the customer via two-day shipping. The pump began charging, and no further assistance was required.